Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis and keytones, and hyperglycemia. Customer's blood glucose levels at the time of hospitalization mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that there was a possible insulin leak at the reservoir, as well as possible bent cannula. Customer's blood glucose level at the time 6.4mmol/l. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.